Manufacturer narrative:
The hospital has decided not to repair this unit. The unit has been removed from service. The hospital has decided not to repair this unit. The unit has been removed from service.

Event description:
The hospital reported that the unit alarmed and was not able to switch to mechanical ventilation during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.